Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval experienced the reported system error 105 caused by a seizing motor. The motor assembly was replaced.